Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface.

Event description:
On (B)(6) 2018, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2020, the follow up examination confirmed an endoleak. A distal type I endoleak from the right side of the patient was suspected. On (B)(6) 2020, a reintervention was performed. A distal type I endoleak from the right side or a type ii endoleak was suspected during the reintervention. The right internal iliac artery was coil embolized and a stent graft was implanted in the right external iliac artery. The coil embolization was also performed on the iliolumbar artery branching from the right common iliac artery. The patient tolerated the procedure. It was reported that the event might be due to the severe vessel calcification.